Event description:
The customer contacted philips to ask about storage of data in this hsxl after a cardiac arrest where a patient died.

Manufacturer narrative:
(B)(4): the customer contacted philips to ask about storage of data in this hsxl after a cardiac arrest where a patient died. There was no allegation of malfunction, however, we have requested additional information. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.